Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. There was no indication lens was implanted/explanted. Device evaluation: the preloaded intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed a lack of lubricant material in the device. The lens was observed stuck in the cartridge tube and plunger overrides it. Dent/distortion was observed in the cartridge tip. No information was provided related to the specific issue from the customer. Therefore, the reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was no patient contact and the product was returned back for investigation with an unspecified issue. During investigation it was found that cartridge tip was distorted. No further information was provided.